Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that and asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited low impedance. No intervention was reported.